Event description:
The patient underwent the coil embolization two right posterior communicating artery aneurysms. Immediately post procedure the patient was stable. The patient was discharged with "moderate disablity (independent)", date was not provided. No other information is available.

Manufacturer narrative:
PMA # or 510 #: k050700. Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Neurological deficits that can result in disability are a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.